Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 23:17:01. During night drain cycle one, the patient's ultrafiltration reading was 2460ml, indicating the home patient drained 2460ml more than their maximum programmed fill volume of 2900ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device evaluation was completed to investigate this event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A visual inspection was performed. A device history record review revealed no issues that could have caused or contributed to this issue. Upon conclusion of the investigation, the cause of the issue could not be determined. Should additional relevant additional information become available, a supplemental report will be submitted.